Event description:
"Oozing rash".

Manufacturer narrative:
It was reported that the tape, "gave her a serious, oozing rash, on top of the wound she was already covering on her breast". It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.